Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an alert 38 motor stall occurred on an ilet during infusion set changes, with repeated connector and cartridge replacements and one tubing change required before insulin delivery resumed; photos suggested the hard case obstructed proper connector seating, and the issue was consistent with a mechanical problem in the connector components. Symptoms included hyperglycemia, with blood glucose reaching approximately 395 mg/dl for a few hours and alerts for glucose above 300 mg/dl for over 90 minutes. Outcomes included no health consequences beyond transient hyperglycemia, with no ketone testing, medical intervention, or assistance required. Investigation included communication with the user, review of information provided, and troubleshooting steps to restore flow. Investigation of this case revealed a mechanical problem associated with the connector assembly, consistent with a stalled motor alert and resolved after replacing connectors and tubing, indicating the connectors as the likely point of failure. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.